Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited a reduce of impendence from 525 to 375 ohms and thresholds went from 1.2/0.5 to 7/0.5. It was also mentioned a possible abrasion or dislodgement. No adverse patient effects.